Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, half height drawer 3.2 cubie pocket failed, device was not detected on bus and required maintenance. However, there were no delay in patient care and no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 06-sep-2022 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half height drawer 3.2 cubie pocket was not detected on bus. A field service engineer (fse) found an exposed sparking wire in the pyxibus bus cable. Further, the fse replaced the pyxibus cable to resolve the issue and the pharmacy technician cleared the hardware error successfully. The system functioned as intended after the field service engineer repaired the device.